Event description:
It was reported that the user experienced hyperglycemia with blood glucose readings over 300 mg/dl while using the ilet system; the user had eaten and announced the meal, observed no leaks or moisture, confirmed the cannula was intact, and proceeded to change infusion supplies after being advised to replace all supplies when a high occurs. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.